Event description:
It was reported that the patient presented for the implant procedure. During the procedure, the right ventricular (rv) lead was unable to be implanted. The rv lead was not used and replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event was ¿the lead could not be fixed¿. As received, a complete lead was returned in one piece with the helix retracted and clogged blood. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. X-ray examination found no anomalies. Electrical testing found no shorts or conductor fractures.